Event description:
It was reported that; pt has been experiencing pain since the surgery in the left leg going up the thigh to the hip. Pt stated that she has trouble walking on hard surfaces, walking up and down the stairs, and needs to hold onto something while doing so. Pt is also experiencing pain while lying down and tenderness in the leg. Pt stated that her cobalt blood level is 23, and the chromium levels are 6.2. Pt stated that the right knee is swollen and aspiration on the right hip was done. Fluid was taken out. Pt stated that she is scheduled for revision surgery on the left hip. Pt stated that her surgeon will perform a revision surgery on the right hip three months after the revision on the left hip.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.